Manufacturer narrative:
The ge service rep conducted an onsite investigation. The voltage was adjusted and the fuse holder was tightened. The system was tested and operates as intended.

Event description:
The customer reported that the left monitor would not work. No pt injury was reported.